Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse effect to customer's blood glucose levels. Customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.